Manufacturer narrative:
(B)(4).

Event description:
Trigger was not advanced for shooting of t2. This occurred during the procedure. It is unknown if there was a delay or a backup device readily available. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the needle is dramatically bent on two planes. No ts or suture remain on the insertion needle or were returned for evaluation. Actuator is in its post t2 position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. Credit has been issued as a customer courtesy.